Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the customer reported that the device was leaking. The customer reported that amino acids dextrose solution (aads) line needleless connector at connection point to syringe filling with fluid and leaking a large amount, large sticky and wet area on floor from same. The device was leaking at connection point to syringe, the customer tightened connection with no effect and leaking remained; they changed syringe and leaking continued. The line was changed and new fluids infused as per order. The line was saved at bedside in case team wanted to see as leak site abnormal. Running fast rate on medfusion as team increasing feeds so aads to be weaned. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo, an investigation could not be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.